Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra distributor indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2019-00566.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up 3005168196-2019-00567 MFR report: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
(B)(4). The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00566.

Event description:
The patient was undergoing a coil embolization procedure in the anterior choroidal artery using penumbra smart coils (smart coils). During the procedure, the physician experienced resistance and was not able to advance the smart coil into the non-penumbra microcatheter. Therefore, the physician removed the smart coil and attempted to advance a new smart coil; however, the same issue occurred. It was reported that the physician noticed a space between the tip of the introducer sheath of the smart coil and the hub of the microcatheter. Subsequently, the procedure was completed using a new smart coil with the same microcatheter. There was no report of an adverse effect to the patient.